Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Ventricular fibrillation (vf) was detected at 15:57:02 on (B)(6) 2014. Six seconds prior to the treatment, the vf self-converted, the treatment sequence had already been activated. The patient was not conscious at the time of the defibrillation. The patient went to the hospital following the treatment. The response buttons were not pressed during the entire event. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (B)(6) 2010 (reuse). Electrode belt (B)(4) - (B)(6) 2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.